Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. Clinical details report that after a percutaneous coronary intervention (pci) procedure had be wrapped up, the team struggled to close the access site, and a dissection of the femoral artery was noted. The vessel was repaired. It was also noted that during access, two percloses failed and there was calcification in the access vessel (left femoral artery), but no resistance was noted during insertion. The introducer was returned and there were no visual abnormalities or signs of excessive force noted. Based on the report that the patient had disease/calcification in the access site vessel and returned product showed no signs of excessive force, the root cause of the vascular damage was determined to most likely be patient condition. D1 revised brand name and product code since the initial manufacturer device report number 1220648-2025-27367 was submitted in accordance with updated procedures. D2 revised common device name since the initial manufacturer device report number 1220648-2025-27367 was submitted in accordance with updated procedures. D4 revised model number, catalog number, and lot number since the initial manufacturer device report number 1220648-2025-27367 was submitted in accordance with updated procedures. Serial number, expiration and unique identifier (UDI) # should of been reflected as blank on the initial manufacturer device report number. D10 added pump information since the initial manufacturer device report number 1220648-2025-27367 was submitted in accordance with updated procedures. H6 revised component code since the initial manufacturer device report number 1220648-2025-27367 was submitted in accordance with updated procedures. Since the initial manufacturer device report number was submitted in accordance with updated procedures.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, after the impella cp was weaned and explanted, post support closure attempted with double wire placement, 7 french sheath was placed, and a single perclose was deployed. 8 french angioseal was then attempted on second wire, which failed. Balloon tamponade was used to maintain site along with manual pressure. Vascular surgery was called for common femoral artery dissection repair. The patients outcome is stable.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.